Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD implanted: (B)(6) 2010; 7120 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited an episode of high lv threshold. The lead remains in use. No patient complications have been reported as a result of this event.